Event description:
Customer stated complaining that intermittently cine runs are too light. Its hard to discern vessel clarity from saved run. There was no pt involvement with this complaint and no safety issues.

Manufacturer narrative:
Gehc surgery field service engineer replaced lift motor power supply. Tested system by moving lift column up and down several times. Unit is working as intended.